Manufacturer narrative:
The root cause for explantation is reported to be aseptic loosening. No deviation was identified in the production nor sterilization records.

Event description:
Fixture removal surgery for a patient due to aseptic loosening.